Event description:
It was reported that the hospital received (on (B)(6) 2017) a notification saying that no remote communication has been received since 14 days. However, the patient was implanted on (B)(6) 2017 and received the remote monitoring system on (B)(6) 2017. It was also reported that in the notification it was mentioned that the last device record was dated (B)(6) 2016.

Event description:
It was reportedly that the hospital received (on (B)(6) 2017) a notification saying that no remote communication has been received since 14 days. However, the patient was implanted on (B)(6) 2017 and received the remote monitoring system on (B)(6) 2017. It was also reported that in the notification it was mentioned that the last device record was dated (B)(6) 2016.